Event description:
The customer stated she was hospitalized for high blood glucose and the reading was 600 mg/dl. The infusion set was changed the day prior to the hospitalization, and the customer began noticing high blood glucose levels during the course of the night. The medical doctor felt there may have been an issue with the insulin that was used by the customer. Troubleshooting was performed and the insulin pump passed the prime test but the customer could not perform the high pressure test during the phone call. The customer later called stating the insulin pump is still not working and her blood glucose reading was 492 mg/dl. The customer asked for the insulin pump to be replaced. Advised the customer to discontinue using the insulin pump and revert to a back-up plan.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further info will follow once the analysis has been completed. No conclusion can be drawn at this time.